Manufacturer narrative:
This MDR is being filed based on a retrospective review of complaints received by the manufacturer for the time period (B)(4) 2012. Evaluation: the pulsar generator was received in poor condition with surface discoloration and scratches on the upper lid. The cart had gouges below the side vents, and the matte finish was scratched on the front panel overlay. The unit delivered rf energy correctly into the fixed resistors. Impedance imbalance readings indicate that the system was having difficulty rejecting noise when evaluating the split-foil pt pad impedance. The rf controller software version may not always measure the impedance of a split foil pt return pad accurately when energy is being delivered. A bug in that version of software can cause rf output to stop without notifying the operator. The controller software was upgraded and is better able to measure split-foil pt return pad impedance and notifies user with e3 error if the split-foil impedance rises while energy is being delivered. Applicable software and hardware upgrades were performed. The unit passed final testing and was recertified for use. End of report.

Event description:
It was reported the unit shut off mid-surgery, and then when turned back on, it would not display any numbers. There was no known pt impact.